Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered six inappropriate shocks for intrinsic atrial fibrillation (af) with rapid ventricular response (rvr). This resulted therapy exhaustion. The patient was admitted to the hospital for monitoring. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing and delivered six inappropriate shocks for intrinsic atrial fibrillation (af) with rapid ventricular response (rvr). This resulted therapy exhaustion. The patient was admitted to the hospital for monitoring. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported. Additional information was received. This ICD was subsequently explanted as part of a therapy upgrade. The ICD was returned to boston scientific for analysis. No additional adverse patient effects were reported.